Manufacturer narrative:
Medical review: regarding the referenced pi, this case represents a female patient whose date of birth is (B)(6) 1954, and who is described as (B)(6) inches tall, weighing (B)(6) pounds. On (B)(6) 2014 a consultation noted a right total knee arthroplasty ¿five or six years ago¿ and that she was ¿doing wonderfully until (B)(6)¿ at which time she was complained of increased medial and lateral pain. Physical examination revealed no instability and 5° of hyperextension to 130° of flexion with no effusion. She had some tenderness medially and laterally. X-ray showed ¿well aligned; no loosening, wear, fracture or failure¿. A sed rate and crp were ordered and nsaid¿s were prescribed. A bone scan report of (B)(6) 2014 noted: "no evidence of infection, and slight increased uptake lateral tibial component ¿ possible loosening.¿ a visit of (B)(6) 2014 notes the patient did not get a sedimentation rate or crp, but subsequently they were done and both were noted to be normal. The patient was to consider revision. On (B)(6) 2014 a revision of the right total knee arthroplasty, all three components, was performed for a diagnosis of failed right total knee arthroplasty with aseptic loosening of the tibial component. An operative report describes spinal anesthesia and the use of a tourniquet. The operative report notes, ¿femur and patella well-fixed. Tibial component noted to be loose from the cement mantel.¿ the three components and the cement were removed with utilizing a burr, sagittal saw, and osteotomes, and were changed to depuy modular revision components by uncomplicated surgery. No subsequent follow-up is available for review. The event description states, ¿¿ revised loose tibial component from a scorpio knee.¿ x-ray copies available for review include a series dated (B)(6) 2014, which are an ap of both knees, and a patellar view and a lateral view of the right knee, demonstrating a cemented right total knee arthroplasty with the components in nominal position with no pathology noted. X-rays dated (B)(6) 2014 are an ap of both knees and lateral and patellar views of the right knee, which are not significantly changed from the previous description. No examination of the explanted components, no date of or operative report of the primary right total knee arthroplasty, and no early post-operative x-rays or images of the bone scan are available for review. No explanation of why the primary femoral and patellar components were changed at the revision surgery is given. The description of the tibial component ¿loose from the cement mantel¿ requiring a saw, burr, and osteotomes to remove does not confirm a loose tibial component. There is no evidence that factors of faulty prosthetic design, manufacturing or materials were responsible for this clinical situation. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the surgeon revised a loose tibial component from a scorpio knee. Surgeon took out an component and replaced.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown scorpio tibial component. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the surgeon revised a loose tibial component from a scorpio knee. Surgeon took out an component and replaced.